Event description:
The customer contacted stryker to report that the device would not detect batteries when inserted and would not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The root cause of the reported issue was due to depleted batteries, which was most likely caused by installation of the accompanied battery discharge tools. The device was destructively tested. The customer received a replacement battery.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device would not detect batteries when inserted. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.